Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. The keypad overlay had weak adhesive bond at all location.

Event description:
The customer reported via phone call that the buttons were unresponsive after battery change. The customer reported that the insulin pump alarmed button error prior to keypad anomaly. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.